Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited post-paced t-wave oversensing on the ventricular channel and was noted on a stored egm. Programming changes were made. Device remains implanted.